Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) and thick leaflets for a triclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during efaa could not be replicated in a testing environment due to the return condition (release pin is detached). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) and thick leaflets for a triclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.